Event description:
This report is being filed to correct the device codes.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a revision procedure was performed and the system was explanted and replaced. It was suspected that there was insulation damage to the right ventricular lead; however, it could not be confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. Additionally, bipolar threshold measurements had increased. Unipolar threshold measurements were stable, sensing was appropriate, and isometrics did not illicit any noise. A x-ray did not reveal any physical damage to the lead, or a perforation. The device was reprogrammed to bipolar sensing and unipolar pacing. A boston scientific technical services consultant documented, and discussed the reported clinical observations. No adverse patient effects were reported.